Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the central screw of the baseplate snapping in half. The original surgery was (B)(6) 2015. The surgeon states that the screw went into the existing graft on the first surgery, it may have contributed to the breakage. The surgery was extended on time, overall time was 2 hours open to close on this revision surgery. Had to bring in an x-ray to locate and remove the screw piece.